Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the facts obtained from the investigation, it was confirmed that the customer solved the issue by himself, and since the subject device was not returned to legal manufacturer, the reported event could not be confirmed neither the condition of the device. As a result, the presumed cause and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source communication pins not fully fluctuational, flickering image, b30 scope communication error. The fault occurs not only with the 1100 series but also with he 190 and 185 series. The issued occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.